Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, lot# b0138615k, implanted: (B)(6) 2002, product type lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported lead dislodgement. Consequences of the event were noted as lead repositioning on (B)(6) 2002. Cause of lead displacement was not available. No symptoms were reported. There were no further complications reported and/or anticipated.